Event description:
Patient reported they were seen by their dentist who advised them to immediately discontinue treatment due to their front teeth crowding and crossbite. Dentist says that patient should have never been permitted to start the byte aligner treatment. Patient provided letter of recommendation. Patient marked true to inflammation, gingivitis, broken and not fitting. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.